Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device confirms that one of the spikes is missing from the validation tool and was not returned. The remaining drive pin shows no unexpected damage. As the pin was not returned, it is not possible to further investigate the root cause of the failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Field action and corrective action have been initiated to address broken drive pins. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pin of the validation tool broke during a procedure. No pieces fell in to the patient. The procedure was completed without delay.